Manufacturer narrative:
(B)(6). One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remain on the delivery needle or were returned for examination. The device is soiled with human matter indicating it was utilized in surgery. The actuator is in its post t2 position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The device was not returned in the condition of the reported complaint of pre-deployment out of the packaging. Per the device instructions for use, under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely¿.

Event description:
It was reported that during meniscus suture, when package was opened the suture was fall off. No patient impact mentioned. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported.